Event description:
It was reported the patient presented for follow-up in clinic. Upon interrogation, it was discovered the atrial leadless pacemaker (lp) was post-paced t-wave oversensing (pptwos) resulting in pacing inhibition and bradycardia. A ventricular lp was implanted. The patient was in stable condition.